Event description:
The delivery system mechanism of the 6mm x 20cm lifestent broke and rendered it unable to be deployed. The stent fractured while trying to remove the delivery system. A second 6mm x 10cm lifestent had to be deployed within the first stent to cover the abnormal area. There is no known injury to the patient.